Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported 'improper shutdown' which were verified through a review of the event history log by the presence of 'improper shutdown!' Messages which were unable to be recreated during evaluation. No battery was returned with the device. Evaluation did not reveal a device malfunction related to the failure. No causality was identified and no correction required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had an 'improper shutdown' issue that keeps cycling and preventing operation. The event happened during testing at the biomed service department. There was no known patient injury or medical intervention associated with this event. No additional information is available.